Event description:
It was reported the instrument was used during a bowel resection. It was reported the instrument did not fire properly. It was reported the instrument only formed part of the staples and knife blade did not go all the way through. There was no consequence to the pt.

Manufacturer narrative:
Product complaint analysis team has completed its investigation. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: cam position: engaged/disengaged, disegaged; cartride batch number, a-k4b02w b-j45; cartridge position: a-loaded b-no loa; drivers present in cartridge, ab-all present 1/2; firing knob position: back/partial, broken; gapspace pin condition: ab-good; hook latch position: ab-good; hook latch position: open/closed, closed; intrument halves: joined/separate, separated; knife conditiion: nicked; staples present? Formed/unformed, ab- one mangled and swing tab position: locked/unlocked, ab-locked. Analysis conclusion: based on info received and visual inspection, it appears as if instrument was fired across a hard object. This is evidenced by visible damage to knife of instrument and also by visible damage to cartridges. Knife of instrument was nicked and cartridges were received with a gouge across top of both of cartridges. As instrument was received with firing knob broken off instrument, further functional testing could not be performed. Mfg and engineering have been notified of reported incident. Co strives to understand each incident as it is reported in order to continuously improve co's products.